Event description:
It was reported that the pt experienced pain and tenderness at the ipg site and paresthesia down her right leg. The device was turned off and re-evaluated several times. The therapy was successful. The pt was to be evaluated with an MRI by a neurologist and requested device removal. Further info is being requested from the hcp at this time.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A f/u medwatch report will be sent when the analysis is complete and/or when add'l info is rec'd from the hcp.